Manufacturer narrative:
The reported event of noise was confirmed in the laboratory. A complete lead was returned in one piece measuring 45.8 cm. Visual examination found external abrasion breaching the outer insulation and exposing the outer coil one at proximal region at 6.4-6.5 cm from the connector pin and the other at the distal region at 19.8-20.4 cm from the connector pin. The cause of the noise is due to external abrasion which is consistent with friction to device can and friction to another device or feature of the patient anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported physician planned to do a pocket revision prior to av node ablation. Physician could feel that the wires were tangled in the pocket. Twiddler¿s syndrome was suspected. Upon interrogation, noise was observed on the atrial channel in an auto mode switch episode. No noise was observed on the right ventricular lead. Threshold testing was performed and indicated that the ventricular threshold remained the same. Atrial threshold noted to have increased from previous measured threshold taken on (B)(6) 2018. Sensing and impedance were consistent in both channels. On (B)(6) 2019, the system was extracted, and a new system was implanted. The patient was stable post-procedure.